Event description:
It was reported that there was a problem with the temperature sensor. During a procedure for his bundle ablation, a blazer ii xp temperature ablation catheter was selected for use. It was observed that there was a problem with the temperature sensor, and no error message was displayed. The temperature was not recorded. There is no available information regarding the device or procedure outcome. There was no patient complications reported. The device is expected to be returned for analysis.